Event description:
During a ptca procedure, the balloon catheter became stuck on the wire after the second inflation. While attempting to remove with some force, the shaft of the catheter broke. No patient injuries or complications occurred.